Event description:
It was reported that the surgeon experienced the breakage of 3 different hexdrivers which delayed the surgery by an undetermined amount of time.

Manufacturer narrative:
From the analyses conducted during this investigation, it was concluded that the peri-loc targeter 3.5mm hexdriver shaft fractured by torsional overload. A dimensional analysis of the fractured driver showed the components to be within manufacturing tolerances. An overload fracture can occur if the mechanical loads applied to the bolt exceed the strength of the material or if the driver is not properly seated during use. There has been a design change to lessen the occurrence of this type of fracture. The new component part number is 71173481. No material or manufacturing deviations were found in the investigation.